Event description:
A zoll pt service rep (psr) called zoll customer support to report that, while fitting a (B)(6) old female pt, the battery charger/modem would not power up. The pt never received the dysfunctional charger/modem. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation flash memory chips u102 and u105 were defective and did not allow the charger/modem to power on. The root cause of the defective flash memory chips could not be positively identified. No adverse event resulted from the defective flash memory chips u102 and u105. The pt received a replacement battery charger/modem.